Manufacturer narrative:
Sections with additional information as of 25-jul-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.

Event description:
Consumer reported complaint for high blood glucose test results and control result out of control range. The customer is concerned with test results from blood glucose results obtained of 156, 136, 134, 153 and 265 mg/dl and control test result of 55 mg/dl. The customer¿s expected am fasting blood glucose test result range is 100-110 mg/dl and expected pm fasting blood glucose test result is below 105 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (bathroom). The test strip lot manufacturer¿s expiration date is 07/17/2024 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 156 mg/dl. Date: 06-08. Time: 12:01 am fasting. Result 2: 136 mg/dl. Date: 06-06. Time: 11:17 pm fasting (3 hours after eating). Result 3: 134 mg/dl. Date: 06-06. Time: 07:35 pm fasting (2 hours after eating). Result 4: 153 mg/dl. Date: 06-04. Time: 04:28 pm fasting (customer had nothing to eat for lunch that day). Result 5: 265 mg/dl date: 06-03 time: 05:21 pm fasting (3 hours after eating and exercising). .

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.